Event description:
Screen freeze up on inovent. Keyboard screen appeared. Rebooted machine by turning off and back on. Normal screen appeared but would not respond to touch. Inovent replaced with another one. No complications. Equipment tagged and sent to respiratory department for inspection.